Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they did receive medical treatment as a result of the site issue. The customer blood glucose level was 242 mg/dl. Customer also stated that they experienced the high blood glucose and already treated for it. The customer declined troubleshooting for high blood glucose. Customer stated the blood at the site. The sensor will not returned for analysis.